Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) reported replacing the compressor and solenoid driver pcb. They then performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer and cleared for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) presented with a "low vacuum and system failure" alarm. It is unknown under which circumstances this event occurred; however there was no patient involvement. There was no injury or adverse event reported.